Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, while suturing the right ventricular (rv) lead, the thresholds increased and the impedances rose from 900 to 1800 ohms. The physician was alerted and repositioned the lead, suspecting a micro perforation. After repositioning, the parameters returned to normal. The lead remains implanted and in service, with no additional adverse patient effects reported.